Manufacturer narrative:
H4: the lot was manufactured between august 18, 2022 to august 19, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed colorless to white polymeric irregularly shaped appearing particles in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were found to have a small particle. This was discovered during inspection of the finished product. There was no patient involvement. No additional information is available.